Manufacturer narrative:
(B)(4). Batch # p5786m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of batch. Additional information was requested and the following was obtained: is the current patient status known? Stable and left from the hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. No, as could not open the jaw, tried to open the jaw manually and with other device, but failed, which result the jaw deformed. At last, used new device to cut and anastomose the wound.

Event description:
It was reported that during the thoracoscopic wedge shape resection of lung, could not fire farther on the 1st firing. Could not open the jaw, used new device to cut and anastomose the wound. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p5786m. Investigation summary: the analysis found that one pse45a device was returned with the anvil bent upwards and damaged knife slot area. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45d cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Upon further evaluation, the firing and opening mechanism were noted to be jammed. Additionally, the cartridge body and drivers were noted to be damaged and the knife was buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Two photos were provided; the first picture shows the proximal part of an anvil, with a gold reload loaded, between the jaws, staple legs can be seen, in addition a damaged in the knife slot can be appreciated. The second picture shows the knife guide, and the knife can be appreciated buckled. Based on the two photos the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.